Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records and information provided to abbott vascular. Review of the device lot history record and query of the complaint handling database could not be performed because the lot number was not provided. The investigation determined that the difficulty grasping, single leaflet device attachment (slda), and complete clip detachment appear to be related to the patient morphology/pathology. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report filed, the following additional and clarified information was received: the first clip delivery system (cds) was advanced; however, leaflet grasping was difficult due to the large posterior leaflet flail. The decision was made to use a dual cds approach. The posterior leaflet was grasped with the first clip and the system was pulled into the left ventricle. The second cds was then advanced and both leaflets were grasped. At this point, it was possible to grasp both leaflets with the first clip as well. Mitral regurgitation (mr) was reduced to 1+; therefore, both clips were deployed. One day post-procedure, it was found that the first clip detached from the anterior leaflet and remained attached to the flailing posterior leaflet (single leaflet device attachment/slda). The second clip was still secure on both leaflets. The mr grade was 2. Three days post-procedure, it was observed that the first clip was no longer attached to either leaflet. A full body cine x-ray was performed and the clip was found at the iliac bifurcation. Approximately one week later, a cutdown procedure was performed to successfully retrieve the clip. Tissue was noted in both clip arms; therefore, it was determined that the clip was initially attached to both leaflets, which were torn upon clip detachment. The patient was confirmed to be stable and no further treatment has been planned. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that one day post procedure, the clip detached from the anterior leaflet, but remained attached to the flailing posterior leaflet. Three days post-procedure, the clip was no longer attached to either leaflet. It was reported that the initial mitraclip procedure was performed on (B)(6) 2015, to treat degenerative mitral regurgitation (mr) with a grade of 4. There was a posterior leaflet flail. Two clips were implanted and the mr was reduced to 1+. One day post procedure, echocardiogram found that the clip detached from the anterior leaflet, and remained attached to the flailing posterior leaflet (single leaflet device attachment/slda). The mr grade was 2. Three days post-procedure, it was observed that the clip was no longer attached to either leaflet. The location of the clip is unknown. A full body cine x-ray has been planned to locate the clip. No additional information was provided.